Event description:
It was reported the patient had issues charging the ipg and the ipg became inoperable. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Stimulation was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.